Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the unit lost pressure. There was no reported patient injury.

Manufacturer narrative:
Based on the new information received from the customer. There was no malfunction of the ge device. The root cause is due to 3rd party equipment. No further action is required. Based on the new information received from the customer. There was no malfunction of the ge device. The root cause is due to 3rd party equipment. No further action is required.